Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external battery malfunction.

Event description:
Major pump unit(s) involved: external control system failure. Battery clips malfunction. Specific component(s) involved: external battery malfunction. Battery clips. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of other component. Type: lvad.